Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode. The device was recommended for explant. The device has been explanted at this time due to a premature battery depletion behavior and is expected to be returned for analysis. Antibiotics were given to the patient. No additional adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred 12 minutes after a telemetry event where the rv pulse parameters were changed and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode. The device was recommended for explant. The device has been explanted at this time due to a premature battery depletion behavior and has been returned for analysis. Antibiotics were given to the patient. No additional adverse patient effects reported.